Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed baseline noise present initially but became equal to r wave. Noise was able to be reproduced in primary and secondary. The health care professional (hcp) stated that the alternate sensing vector looked appropriate. This system was reprogrammed to the alternate sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed baseline noise present initially but became equal to r wave. Noise was able to be reproduced in primary and secondary. The health care professional (hcp) stated that the alternate sensing vector looked appropriate. This system was reprogrammed to the alternate sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a subsequent inappropriate shock due to oversensing of noise. Technical services (ts) discussed possible troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported. Additionally, the health care professional (hcp) requested technical services (ts) for guidance on how to continue monitoring this patient after reprogramming. It was noted that therapy was programmed off. Ts provided guidance. The hcp noted that they will continue to monitor and later do decision to turn therapy back on. This s-ICD system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing. Technical services (ts) was consulted, discussed baseline noise present initially but became equal to r wave. Noise was able to be reproduced in primary and secondary. The health care professional (hcp) stated that the alternate sensing vector looked appropriate. This system was reprogrammed to the alternate sensing vector. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a subsequent inappropriate shock due to oversensing of noise. Technical services (ts) discussed possible troubleshooting options. This s-ICD system remains in service. No additional adverse patient effects were reported.